Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported high bg issue.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged from 453-501 mg/dl with an unknown cause. Customer declined to provide additional information regarding bg level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.